Event description:
It was reported the patient was revised due to pain.

Manufacturer narrative:
Primary surgical notes, dated (B)(6) 2011, stated that the hemiarthroplasty was done to correct a displaced right femoral neck fracture. The final reduction was noted to be stable with equal leg lengths. No complications were noted. Cause cannot be definitively determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.